Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve large volume multirate infusor overinfused in three patients. It was further reported that the duration of the infusion "was lass than due". There was no patient injury or medical intervention associated with this event. No additional information is available.